Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that upon post ablation laparoscopy for bilateral salpingectomy two brown spots were noted on the uterus. Further inspection revealed that there were two holes in the fundus of the uterus with a small amount of bleeding. The bleeding stopped on its own. The bowel was inspected for injury and none was found. The patient was admitted overnight for observation. Metronidazole cover was extended. No additional details available.